Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred during a routine hemodialysis treatment. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to clotting of the extracorporeal blood circuit. The venous pressure high alarm was attributed to inadequate vascular access flow, indicating that the cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.